Manufacturer narrative:
If additional information is received, this report will be updates.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to be implanted. During the implant procedure the patient coded three times. It was noted the patient had a difficult superior vena cava junction anatomy which resulted in the lead not being implanted. When the patient coded, life-saving techniques were implemented which made the lead unsterile. No adverse patient effects were reported.